Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed tracheostomy tube was tested prior to patient use and no leaks were found. After 1 hour in use, the tracheostomy tube reportedly began leaking air from the cuff. No incident related medical sequel was reported.

Manufacturer narrative:
The reported 9.0mm suctionaid® soft seal cuff tracheostomy tube was returned for investigation. The used device was returned without its original packaging. A review of the device history record, relevant to the reported lot, revealed no non-conformities or issues during manufacturing. Visual inspection was at a distance of 13" to 24" and normal conditions of illumination and a tear was observed in the device cuff. Investigation was unable to determine the root cause of the tear in the device cuff. MFR# clarification: new registration number 3012307300 (B)(4) has been received, however, this initial MDR was filed under the prior registration number 2183502 (B)(4).